Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4). No sample received.

Event description:
The patient¿s attorney alleged a deficiency against the device. Per additional information received, the patient has experienced infection, urinary urgency, pain with bowel movement, dysuria, urgency with urination, incomplete emptying, excision of suture at introitus, vaginal bleeding, rectocele, granulation tissue at vaginal cuff, posterior prolapse requiring splinting for bowel movements, severe constipation, urinary tract infection, clostridium difficile colitis infection, pelvic relaxation, mucosal separation of posterior repair, vaginal discharge, pelvic pain, perineal discomfort, odorous discharge, vaginal infection, sensation of pressure in bladder area, one surgical intervention and multiple nonsurgical interventions.